Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
B5- describe event or problem updated. E1-initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition was good. It was further reported that a 3.0mmx20mmx135cm sterling and a 3.0mmx40mmx135cm sterling balloon catheters were used consecutively during the procedure. The 3.0mmx20mmx135cm sterling balloon catheter was used first followed by the 3.0mmx40mmx135cm sterling balloon catheter.